Event description:
It was reported that this implantable pacemaker was replaced due to premature battery depletion. It was also mentioned that at ambulatory follow-up, no impedance testing was possible due to noise and myopotential noise was also confirmed during movement. During explant, the physician observed the way that the lead was disconnected from the device was not as usual, and then noticed the lead was not fully inserted in the header of the device. A test was performed with the pacing system analyzer (psa) and it was confirmed the lead worked appropriately, so it was successfully connected to the new device. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.